Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for forward head position, cervical stenosis, neck pain radiating into right shoulder and deltoid. Patient reports, difficulty with turning his head and chronic pain, takes oxycontin 30mg three times a day with oxycodone 5mg three times a day for breakthrough pain. Patient uses lidocaine patches and not had any recent physiotherapy, injections, massage, acupuncture. It was reported that, the rod broke while surgeon was doing in situ bending. The breakage happened at the transition point, which is c7-t1 in this case. The procedure/technique performed was fusion. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.